Event description:
Complications were encountered during the attempt to retieve the top cap. The superarenal stent appeared to be catching on the ridge of the grey positioner. It was observed if that advanced further, the grey positioner could push the stent upward. A balloon catheter was advanced and inflated inside the top cap, ahd the device was pulled downward, while protecting the suprarenal stent. Procedure was continued without complication.